Manufacturer narrative:
(B)(4). The following additional information was received: patient is 10 weeks out from surgery and no wound issues ended up developing. Patient had a bmi average of 28-30+.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what treatment provided to patient to manage the ae events post-op? Waiting for four week post op visit. Any medical /surgical intervention done or planned at later date? N/a four week post op visit this week. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes antibiotics. Any quality issues noted with the suture intra-op/post-op? No. Patient current condition? Follow up in office this week, waiting to hear back from surgeon. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure on what tissue was the suture placed? Were the antibiotics prescribed post-op? Were antibiotics prescribed to treat this adverse event? Lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Is there any alleged deficiency of the stratafix monocryl suture that contributed to the patient events? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on an unknown date and barbed suture was used. Two weeks post op, the patient experienced bruising and incision swelling and tenderness. The patient was prescribed antibiotics and is waiting for the four-week post-op visit. Additional information has been requested.